Manufacturer narrative:
Manufacturing review: the sample was not returned from the user facility; therefore, device evaluations are unable to be performed. Lot history review revealed there are eight (8) total complaints for corporate lot number luar0094. All eight (8) of the complaints are related to an allegation of reocclusion. The DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the actual sample was not returned for evaluation. It is known that the patient's proximal 1/3 of sfa (target lesion) was reportedly 50-99% reoccluded. Intervention was performed with successful result. However, the lack of further information or the returned sample prevents both confirmation of the reported event and identification of a root cause(s). Label review: based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons.

Event description:
It was reported through a clinical registry that during (B)(6) procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 27 months post index procedure, the proximal 1/3 of sfa (target lesion) was reportedly 50-99% reoccluded. Re-intervention was performed with successful result.